Event description:
It was reported that the customer jumped into a pond wearing the insulin pump. The customer's blood glucose was 186 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
.